Event description:
It was reported that during a procedure at the user facility that the device leaked into the sterile field. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility that the device leaked into the sterile field. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.